Event description:
Abbott diabetes care (adc) received a medwatch report which reported the following information: a customer received a "replace sensor" error message with the abbott diabetes care (adc) device and was unable to obtain glucose readings. There was no report of emergent medical intervention for the reported issue. Adc customer service attempted to contact the customer 3 (three) times to gain additional details regarding this event, however all follow up attempts were unsuccessful. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
This complaint was received via user report and has been reported to FDA. The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.